Manufacturer narrative:
Method - device not returned, followup with company representative.

Event description:
It was reported a physician performed a kyphoplasty procedure on a pt at level t9. The "bone cement was very runny and observed to run out of the bone filler device while waiting for it to dough." Reportedly, the cement took over 20 minutes to dough. The physician used the cement in the dough state. Reportedly, the procedure was successful and there was a "good outcome." No add'l info was reported.